Event description:
The user facility reported the device did not function during testing prior the use. No patient contact or injury is reported.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.